Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited a helix anomaly. The lead was removed and replaced. The procedure was completed without any adverse consequence to the patient. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.